Event description:
During routine interaction with the on-x life technologies, inc tracking system, it was observed that a new implant card for a mitral valve was received for a pt who already had an on-x mitral valve prosthesis. The surgeon was contacted and requested to explain why this happened, and he stated: pt required a de-do mitral valve replacement because, the first valve prosthesis thrombosed (B)(4) due to inadequate, subtherapeutic anti thrombin therapy. "Given that her initial post-op course was marked by anti-coagulation medication under-treatment, it is my judgement that the valve should not be consider 'at-fault'. Another on-x valve was implanted and she is faring well, discharged from hospital. The explanted valve was submitted to surgical pathology dept. At the hospital." Onxlti is not able to get the results of the pathology or return of the valve.

Manufacturer narrative:
Device not available for investigation.